Event description:
Temporary pacer placed via subclavian in 2004. The next day had a syncopal episode in bed. Pacer was not capturing. Permanent pacer placed the same day. Green hub had been missing. Removed during placement of pace-maker wire.